Event description:
It was reported that the user received an occlusion alert while using a teflon infusion site on the ilet, disconnected and rewound to check for air, observed a small champagne bubble with drops at the cannula tip, then reconnected, changed the infusion site and supplies, and resumed insulin; blood glucose rose to 300 mg/dl and the user administered subcutaneous insulin by pen to return to range, with no abnormal findings noted during troubleshooting. Symptoms included hyperglycemia without other reported clinical signs or conditions. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and trainer, collection of event details, and analysis of information provided by the user. Investigation of this case revealed no device problem found and insufficient information regarding any specific device component issue, while the event was characterized as lack of effect due to the occlusion alert and temporary interruption in insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.